Event description:
It was reported that a homechoice device experienced an unknown failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. During the sample evaluation, the pump of the homechoice was found to be noisy. The pump was replaced to solve the issue. Should additional relevant information become available, a supplemental report will be submitted.